Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) experienced haptic entanglement and became contorted during partial deployment. The lens was subsequently removed, and a backup lens was successfully implanted. The patient is reportedly doing well following the procedure. The affected lens was disposed of and is no longer available for analysis. No further information is available.